Manufacturer narrative:
Philips received additional information that on (B)(6) 2024 at approximately 01:00, a patient was admitted to the emergency department (ed) for electrolyte imbalance and altered mental status. In addition, the patient had hypothermia with hypokalemia and hypomagnesemia and was receiving antibiotics for previous known discitis/osteomyelitis of the spine. While awaiting an inpatient bed placement, their vital signs deteriorated. The nursing staff indicated they were unaware of alarms for heart rate (hr) and spo2 at the intellivue mx500 patient monitor or the patient information center ix (pic ix). A philips technical consultant (tc) was dispatched for onsite investigation. The tc performed testing on the room 18 mx500 patient monitor and the nearby overview with your biomedical engineer (biomed) and unit manager present. The monitor was found to be operating as expected. The overview passed all testing, as well. The biomed had previously observed tape and gauze wrapped around the speaker on the overview next to the patient room but had already removed it by the time the tc arrived onsite. The unit manager requested to raise volume of red alerts on all overviews in the emergency department (ed). The volume was raised from a setting of 4 to 6. The tc retrieved patient monitor logs and configuration file. Additionally, the tc retrieved the audit trail of events and the relevant central station log and audit trail information. The complaint was escalated for a technical investigation. While it is unclear which profile was in use at the time of the event, a review of the patient monitor configuration log by a philips clinical product specialist found that the alarm reminder is set to on. Red alarms are visual and audible latched for the ed monitoring settings. The alarms are set to a volume of 4 with a low of 4 in the ed monitor settings. Since it is not known which profile was in use at the time of the event, the comfort care profile is provided, as well. The comfort profile has alarm reminder set to on. Alarms are non-latching. And the alarm volume is set to zero. In the comfort care profile, the alarm volume is zero on the monitor. The user would see the visual indicators of an alarm, but the user would not receive the audible alarm tone. A philips product support engineer (pse) and a philips clinical product specialist reviewed the log data. There was a heart rate alarm during the time of the event at 01:11, and there were multiple red and yellow alarms for respiratory rate and apnea prior to that time. All alarms noted were acknowledged at the central station. In addition, an spo2 no sensor inop was generated at 00:26 and an inop alarm sound played, ending at 02:19, which indicates the spo2 was not monitored during the time of the sound failure allegation. The reported problem was not confirmed. The investigation determined that the philips devices operated as designed. A response letter will be provided to the customer to resolve the issue.

Manufacturer narrative:
A philips field service engineer was dispatched to the customer site. The monitor and the patient information center were both successfully tested for alarming and for sound. Audit logs were retrieved and shared with the hospital administration. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the staff did not hear the alarm from the bedside monitor and the patient passed away. The engineer tested the system and found it to be in working order. In addition, the facility biomed reported there was tape and gauze wrapped around the speaker of the overview found next to the patient room, which was removed prior to the engineer's arrival. The unit manager requested that the volume of alarms be increased, the engineer increased the volume from 4 to 6. No other clinical information or medical intervention was reported.